Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed a full insulin cartridge during the load step and alarmed for not detecting a cartridge, and that the issue occurred with three load attempts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:a review of the pump¿s black box data revealed a related call service alarm. The force sensor was found to be out of calibration. Inspection of the pump¿s internal components revealed damage to the pump¿s force sensor flex cable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.